Event description:
The account stated a false negative architect troponin of 28 ng/l was generated on a patient sample that repeated positive (198 ng/l) and repeated positive on another architect analyzer (143 ng/l). The account uses an architect troponin cutoff of 32 ng/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). No adverse trends were identified related to the issue under investigation. Non-statistical trends were identified during the complaint trend review related to discrepant patient results. Atypical complaint activity was identified during the lot search for the likely cause lot 91925un11. However, the accuracy testing performed using the likely cause lot number met acceptance criteria which indicates acceptable product performance. A labeling review for architect stat troponin-I, list 2k41, was performed with information supplied in the package insert limitations of the procedure section. No additional issues were identified as a result of this complaint evaluation. No product deficiency was identified.